Event description:
Attempted coronary stent delivery. Device could not be delivered because of vessel tortuosity. Upon attempting to withdraw the stent is dislodged from deployment balloon. Facility was able to withdraw the apparatus into the right iliac artery, but were unable to retrieve it. Stent lodged in the right deep profunda artery without obstruction of flow.